Event description:
Report received from USA regarding a foot control device in which, during routine testing, it was discovered that there was a cut in the cord, exposing wires. The foot control device was not used in surgery. No injuries or medical intervention were reported. No addditional information is available at this time.

Manufacturer narrative:
The foot control device was received for evaluation. The foot control device was tested and it was observed that the device has a cut / tear on cord near the foot pedal. Evidence suggests this was due to mishandling at customer site. The reported condition was confirmed. If additional information is received, a supplemental report will be sent.(B)(4).